Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D10: device available for evaluation: yes. D10: returned to manufacturer on: 12-oct-2023. H.6. Investigation summary: catalog: 442021. Batch no.: 3145828. Customer reported a molecular false positive result. Bd was unable to reproduce the customer¿s experience with the bactec product based on our internal procedures and the intended use of the product. Retention/returned samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted, and batch has been previously investigated for the reported defect. No trend identified for batch. Complaint is unconfirmed based on retention/returned samples and batch history record review results.

Event description:
It was reported that during use with bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) potential false positive results were obtained. Results of confirmatory testing has not been obtained. Results were reported. Reporter is unsure of any treatment changes. The following information was provided by the initial reporter: patient #3, on (B)(6) 2023, (B)(6). Bcid2, lot # 1094323. Dual positive - c. Tropicalis, staphylococcus spp. Gram stain: gram positive cocci. Culture in progress. Repeated bcid and got both results. Reported to physicians since both were detected both times - unsure of treatment change.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) potential false positive results were obtained. Results of confirmatory testing has not been obtained. Results were reported. Reporter is unsure of any treatment changes. The following information was provided by the initial reporter: patient #3. (B)(6) 2023. 446593141729. Ft1912. Bcid2, lot # 1094323. Dual positive - c. Tropicalis, staphylococcus spp. Gram stain: gram positive cocci. Culture in progress. Repeated bcid and got both results. Reported to physicians since both were detected both times - unsure of treatment change.